Event description:
The facility reported that the "open channel" key does not work on a pump. This event occurred during pt use and the step of the process was unk. The pump was switched out with a different pump. There was no pt injury or medical intervention associated with this event. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow- up report will be filed upon completion of the evaluation, or if any additional details become available.